Event description:
It was reported that the ilet pump generated an occlusion alert while the user was wearing a contact detach infusion set (6 mm, 23 in), indicating pressure in the tubing or infusion set. Symptoms included device alarm notification without reported glycemic symptoms. Outcomes included resolution of the alert after the user changed the infusion set and tubing, with normal operation thereafter and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the alert was consistent with an infusion set or tubing occlusion that resolved following a supply change, and no further device issues were reported. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set/tubing occlusion that was addressed by replacing the disposable components.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.